Event description:
Event description boston scientific received information that during an interrogation, it was observed that this right ventricular lead was unable to capture at maximum output and there was no sensing. Flouroscopy revealed that the lead was completely severed at the clavicle-first rib site. The lead was surgically abandoned and replaced.